Manufacturer narrative:
Covidien reference number: (B)(4). There was no patient involvement. The covidien service engineer recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). However, the customer declined the repair of the ventilator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ventilator generated an error which rendered the graphic user interface inoperable. Patient involvement information was not provided.